Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at work. The caller stated that the cause of death was fainting because of diabetes; low blood glucose caused the customer to faint and crash. The customer had not been feeling well at work. The caller was unsure what time the customer had started feeling ill. The caller did not know the customer's blood glucose at the time of death. The caller did not have the insulin pump, hence, the last recorded blood glucose could not be obtained. The customer was wearing the insulin pump at the time of death. The caller stated that the customer had switched insulin pump and was not sure whether the customer was wearing the medtronic insulin pump at the time of death. Since the caller no longer has the insulin pump the serial number and other device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller asked not to be contacted anymore.